Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a leak was observed in the proximal end of an apollo microcatheter with a detachable tip. After flushing the catheter with dmso, an embolization was carried out with onyx. It was noted the hub was cracked. Upon passing the onyx embolizing fluid, the microcatheter was clogged, and therefore removed. The catheter was replaced with another medtronic product to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of an arterioveneous malformation. Medical or surgical intervention was not needed to prevent a permanent impairment of a function, the event did not lead to or extend patient hospitalization, and there was no injury as a result of the event. It was noted the patient's blood vessel tortuosity was normal. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was inspected or tested prior to use. No force was applied while connecting the y connector or syringe to the catheter hub.

Event description:
Additional information received reported there was no friction of difficulty during flushing or injection. There was no onyx reflux; when the catheter became occluded, injection was ceased. The resistance occurred after onyx injection was initiated. Injection rate was followed per the IFU. The injection was continuous; obstruction occurred at the beginning of onyx injection so the injection was not continued with that catheter. There were no kinks on the apollo catheter. The apollo catheter was removed and replaced to complete the procedure. Onyx was delivered at the intended location. There was no harm or injury to the patient associated with this event. The cause of the occlusion and catheter hub leak was not determined. MDR decision corrected to not reportable. No catheter rupture was reported. Catheter leak at hub, catheter occlusion, and hub crack are not reportable malfunction as there is no history of death or injury associated with these event. No additional supplemental reports are required unless additional information received indicates a reportable event.

Manufacturer narrative:
B5 updated with additional information received. MDR decision corrected to not reportable. No catheter rupture was reported. Catheter leak at hub, catheter occlusion, and hub crack are not reportable malfunction as there is no history of death or injury associated with these event. No additional supplemental reports are required unless additional information received indicates a reportable event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.